Event description:
It was reported that the patient and partner called to report difficulty announcing a meal followed by an insulin occlusion alert. The patient was instructed to disconnect from the body fill tube and expel any air from the tube, after which insulin delivery was resumed. Blood glucose levels were affected during the event, with a reported peak of 246 mg/dl and elevation above 180 mg/dl lasting approximately 1 to 1.5 hours. No device alerts for blood glucose above 300 mg/dl for over 90 minutes were reported. No back-up therapy was used to correct the high blood glucose, and no ketone testing was performed. The patient reported no recent steroid injections, no professional medical intervention, no need for assistance beyond what could be provided independently, and no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.